Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak could not be conclusively determined.

Event description:
During an atrial fibrillation procedure, the introducer was leaking air when catheters were removed from the valve. When drawing back on the side port, air entered the valve. Catheter exchanges were minimized and the procedure was successfully completed with no adverse consequences without exchanging the device.